Event description:
It was reported that the patient underwent a generator replacement on (B)(6) 2015 due to end of service. It was reported that the hospital discarded the generator and therefore cannot be returned for product analysis.

Event description:
The physician later reported that the patient¿s battery ¿was finished¿. No further information was provided by the physician.

Event description:
Clinic notes dated (B)(6) 2015 were received which indicate that the patient has had more frequent small seizures. It was noted that the generator was at neos=yes and the patient was referred for generator replacement. Although surgery is likely, it has not occurred to date. Good faith attempts for further information from the physician have been unsuccessful.